Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hospital implanted a lead with a use before date of (B)(6) 2012 on (B)(6) 2013. The lead had been registered as "not found" since (B)(6) 2011; there were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).